Event description:
It was reported that the patient walked outside felt a pop and then some pain and went to the ER. Revised gamma nail to the hip stem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the patient walked outside felt a pop and then some pain and went to the emergency room. Revised gamma nail to the hip stem.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-ray. An investigation of the lag screw and a review of the device history record were not possible because the lag screw and lot code were not available. The provided x-ray shows that the lag screw thread was completely broken off. The kind of fracture could not be determined due to limited x-ray quality. Why the lag screw broke could not be determined due to missing information and product; therefore the root cause is unknown. Patient¿s height and weight indicate that the patient is extremely obese. Obesity and resulting heavy loads are listed as adverse effects in the IFU and did most likely contribute significantly to the implant breakage. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.